Event description:
Hcp reported the pt was experiencing fever, redness, swelling, drainage and incisional wound opening of the device pocket. A culture was obtained of the device pocket, lumbar region and cerebral spinal fluid which produced coagulase positive staph growth. The pt was diagnosed with meningitis, was placed on IV antibiotics and device system explanted. The infection resolved. The hcp also reports the pt is very small (11.75kg) and has a nerby g-tube. Refer MFR report # 2182207200601007.

Manufacturer narrative:
Final device analysis results reveal - acceptable catheter testing.